Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an empty cartridge alarm occurred while the cartridge was not empty. A supply change was performed to address the issue. There was no reported adverse impact to customer's blood glucose level.